Manufacturer narrative:
One opened knife sample with a foam tip protector was received by manufacturing in a blister package for the report of being dull. The tip of the returned blade was sticking out of the foam when received. The returned sample was visually inspected and was found to be conforming. Penetration testing was then performed and was found to be nonconforming. The exact root cause could not be determined from the investigation performed however, possible root causes related to the manufacturing process of the knives have been identified. The exact root cause for the nonconforming functional test is unknown. An investigation has been initiated to investigate the possible manufacturing related root cause for this issue. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates one other complaint for the provided lot number for the reported complaint issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.